Event description:
It was reported that the tip of the impactor broke while impacting the humeral head. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: component code. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified shows sign of use with the strike plate having impaction marks/indentations. The handle is bent at the narrow portion of the handle near the distal end. The handle of the impactor has gouges at both the proximal and distal end of the impactor handle. Fracture analysis shows that a fast-brittle type tensile/bending overload was identified as the mode of failure. The strike plate has fractured and the threaded portion remains stuck in the handle of the device on the proximal end. The black poly impactor tip was returned off of the handle but does thread on with no issues and is not broken/fractured. A definitive root cause cannot be determined. The reported event is confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.